Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) touchscreen is not working. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) touchscreen not working.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp touchscreen not working. Getinge field service engineer (fse) touchscreen was not responding, found during pm inspection. I disassembled the unit and replaced the video generator board and reassembled. Touchscreen would not work sporadically and fail touchscreen calibration. I will be returning with a new touchscreen and continue this repair.on (B)(6) 2023 returned with touchscreen, removed and replaced touchscreen and reassembled, unit is now working properly, and passing touchscreen calibration. I performed a full pm per manufacture specifications, unit has passed all test and is now ready for clinical use.